Manufacturer narrative:
Batch review performed on 12 april 2022. Lot 2109460: (B)(4) items manufactured and released on 30-sep-2021. Expiration date: 2026-sep-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Other device involved: batch review performed on 12 april 2022. Gmk-hinge 02.09.0414h fixed tibial insert size 4/14mm (k130299) lot 189416: (B)(4) items manufactured and released on 01-feb-2019. Expiration date: 2024-feb-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in for a post-op appointment and it was determined that the patient needed to be converted because the patients quadriceps wasn't strong enough and was causing the knee to hyperextend. All components were revised and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and patella. The surgery was completed successfully.